Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an interbody fusion plus anterior instrumentation at l2-s1 levels, for the treatment of disc degeneration. Approximately six (6) months postoperatively, subsidence was reported at l2-l3. Reportedly, the subject had a little bit of subsidence at the 2-3 level, but stable overall. No additional treatment was provided to the patient, as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.